Manufacturer narrative:
The reported event was confirmed by CAPA association. There was no definitive root cause determined for the increase in lubricity complaints. It was determined however, that there were several confounding causes that could contribute to lubricity complaints. The fishbone diagram identified those contributing factors to lubricity and increased complaints and rules out categories from being a root cause of the failure mode. The investigation did not require a DHR review due to closure letter not required for this complaint and this failure was confirmed by association with a CAPA. A labeling review not required due to confirmed CAPA case. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient stated the catheters were not lubricated enough and it caused bleeding and painful insertion. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient stated the catheters were not lubricated enough and it caused bleeding and painful insertion. No medical intervention reported.